Event description:
It was reported the device reached elective replacement indicator (eri) and there was possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. The device met 78% of expected longevity, with battery at 94% on the depletion curve, equaling 83% projected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.